Event description:
The customer reported that during a case, the displayed live image became dark and unusable. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. All mainframe circuit boards were reseated. The system was then found to be operating as intended.